Event description:
The following was reported to davol by the patient. The pt alleges that in 05/20/2006 he was implanted with a bard ventralex hernia patch. He further alleges that in 2013 he developed a boil in the umbilical area which he popped to let it drain; over time this area became infected with probable staph and has been reoccurring for two years. He alleges that the area has been cauterized and a topical cream was applied. He also alleges that he was treated with oral antibiotics. Reportedly, the pt continues to experience infection and sores in the umbilical area and states this doctor believes the infection has spread to the mesh which is causing the chronic nature of his symptoms. The pt reports that he has plans to see a doctor who specializes in mesh hernia repair.

Manufacturer narrative:
As reported, the pt has indicated that he is going to see a specialist. The pt has been advised to contact davol fa if/when he sees the doctor and has any info regarding his mesh and course of treatment. No lot number has been provided; therefore, ar review of the manufacturing records could not be conducted. The IFU for the ventralex family has been reviewed and the warning section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged pt outcome. If additional info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.